Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump had to be hit more than once before they would be activated. Insulin pump had locked up before and customer had to keep punching the buttons in order to get the insulin pump respond again. Insulin pump also rejected brand new batteries. Insulin pump had damaged casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.